Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. Evaluation revealed the lag screw step drill as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 7 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The ball imprints in the adapter surface as well as the significant impacts found on the surface of the connection area indicate that the user tried to disassemble the ao-coupling in locked mode with strong forces, such as using a mallet. The adapter design was changed in 2007. The new design prevents an over-slide of the connection balls, not a misuse during disassembling in locked mode. No discrepancies were detected during risk analysis review. No non-conformity identified; previous actions are in place.

Event description:
It was reported that the lag screw reamer wobbles when quick chuck is attached. It would not release the lag screw reamer either. A backup device was available and used.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the lag screw reamer wobbles when quick chuck is attached. It would not release the lag screw reamer either. A backup device was available and used.